Manufacturer narrative:
Patient information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. Once the computer was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned computer resulted in no failure being found. Analysis stated that the computer boots normally to the application screen. Seatools long test and memtest86 had no errors. The computer passed phd testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the system exited. They were navigating and part way through it exited to a boot text screen. The site confirmed that it eventually switched back to the register task without being touched. The site was able to proceed. There was a less than 1-hour delay to the procedure and no impact on patient outcome.